Event description:
Related manufacturer reference number: 1627487-2021-00494. It was reported the patient was not receiving effective stimulation due to lead migration. X-rays were taken and confirmed lead migration. In turn, surgical intervention was undertaken wherein both leads were explanted and replaced. This addressed the issue.

Manufacturer narrative:
The reported event of lead migration cannot be confirmed with product testing alone. As received, both octrode leads passed all electrical testing. No root cause was identified for the reported event.

Manufacturer narrative:
Date of event is estimated.